Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that the stent implant dislodged when the protective sheath was removed from the device and remains inside the protective sheath. The device was not used on the patient. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4): results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed the stent implant was dislodged in the protective sheath. There was no blood or contrast visible. There was no damage noted to the stent implant or the protective sheath. A laser micrometer was used to measure the stent implant outer diameters. These did not meet manufacturing criteria. A pin gauge was used to measure the inner diameter of the stent implant. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.